Event description:
Information received a smiths medial tracheostomy/pvc - portex tubes blue line ultra (blu) ring pull snapped off on both devices while in use with the patient. No patient adverse events reported,

Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.